Event description:
Litigation alleges that the patient suffers from pain and weakness.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-08202. This report 1818910-2012-26429. Will be rejected. Report 1818910-2011-08202 will be kept for investigation purposes.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Update: 5/20/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.